Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. Prior to distribution, each unit must meet 100% of performance, tested for safety, performance, and function prior to distribution. All information reasonably known as of 16 mar 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as (B)(4).

Event description:
It was reported that a coolief procedure was performed on a patient, where two lesions were created for the treatment of hip pain. During the procedure, the patient was "uncomfortable and sweating somewhat." A few days later, the patient started experiencing pain, numbness, and weakness in the right leg, and a temperature of 99 degrees fahrenheit. The patient visited a physician who "prescribed medications." After a few weeks the pain had not resolved, so the patient visited the emergency room and received a MRI. "The MRI result showed osteomyelitis at the femoral joint. Patient then had surgery for debridement of the affected joint. During surgery there were no visible signs of drainage or infection. A culture was taken for labs and showed skin staphylococcus. The patient was then prescribed antibiotics for 6 weeks. Previous to the coolief procedure the patient had an interarticular steroid injection to the joint of the affected hip. His hip pain had increased prior to the coolief procedure."